Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 device was observed leaking. It is unknown when this occurred. According to the report, the device was filled with 250ml of pamidronate (90mg in 0.9% sodium chloride). There is no report of patient injury or medical intervention. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.